Event description:
It was reported the patient still had concerns regarding their device or therapy, but had not sought further help. Appointment dates of (B)(6) 2014- were noted.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0ldpq, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s system was hurting them. The patient thought the pain was due to shredding papers. The patient then took some pills. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).